Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Clarification to b5 description of event and d4 device information: right side device information has been identified as not PMA approved. This record is no longer reportable to the FDA and will be un-reported. Serial number: (B)(6). Lot number: 2043927. Catalog number: c-mlp-320.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Continued section e1 (phone #) (B)(6) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture